Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the insulin gauge was inaccurate and static on "60 units" despite insulin being delivered throughout the day. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.